Event description:
It was reported that a poly liner would mate not with a tm stem spacer upon impaction. Another spacer and liner were used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 36mm ã¿ +6mm offset poly liner cat#00434903606 lot#64687458. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03313.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned spacer found no damage. The device was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.